Event description:
Info received that the bed head will not raise. No injury reported.

Manufacturer narrative:
Tech found: bed head will not raise. Head of bed is in fully lowered position and will not raise electrically or mechanically. Problem isolated to failed head up solenoid valve. Replaced solenoid valve to resolve this issue. Bed located in bed repair shop.